Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to power up) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to a defective esd6 component on the computer/analog pca. The root cause for the defective esd6 could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.